Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, after interrogation and pairing of a defibrillator to the rf head, an error message message 'error. The orchestra plus link device is out of order' appeared once the defibrillator was placed on the doctor's sterile table. It was then impossible to use the rf head.

Event description:
Reportedly, after interrogation and pairing of a defibrillator to the rf head, an error message 'error. The orchestra plus link device is out of order' appeared once the defibrillator was placed on the doctor's sterile table. It was then impossible to use the rf head.